Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 350cc mentor siltex round moderate profile saline catalog: 3542655 lot: 6573165 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with two 350cc mentor siltex round moderate profile saline breast prostheses, experienced right side deflation post-operatively. Patient just noticed breast got smaller and smaller and their doctor confirmed the deflation. As a result, the patient underwent removal on (B)(6) 2019.

Manufacturer narrative:
On 5/1/2019, a mentor device with a different lot number than what was reported as the suspect medical device was received. Follow-ups are in progress and when additional information is received, a supplemental will be sent. On (B)(6) 2019, mentor became aware that the correct date of birth for the patient is (B)(6) 1968. Thus, the patient's age at the time of the event was, 50. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was erroneously indicated that the incorrect device was returned on 5/1/2019 in the supplemental report submitted on 5/31/2019. However, the correct suspect device was indeed returned. On 8/1/2019, the product investigation was completed. Device investigation summary: during evaluation of the device it revealed there was a tear measuring approximately 0.5 cm, located at the anterior view. No additional anomalies were discovered. Microscopic examination was performed. No evidence of instrument damage was observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).